Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the handpiece would run without the trigger being pulled. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.